Event description:
Philips received a complaint on the suresigns vsi - nbp indicating the voltages are unreliable. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016, so no UDI required. E1: reporting institution phone# (B)(6). E1: reporter phone a philips field service engineer (fse) evaluated the device and detected a leak in the pressure cuff sleeve. The defective consumable was replaced and discarded. The necessary checks were carried out to certify restoration to operating conditions prior to the breakdown. The customer was advised to use only accessories and consumables approved by philips to ensure proper equipment functioning. There was no user or patient impact. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.